Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. The blockage was located in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011593, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011593 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14 on 06/feb/2025, with a total of (B)(4) units. Review of the DHR showed 2 non-conformances non-conformance (nc) preconditioning phase showed low rh% in several loads. The loads were electronically blocked in erp system sap. Nc remaining 10x label on batch 6011593 trusteel product was opened during the related processes, further product disposition was required for this issue. The sub-assembly, gluing of tubing of the lot 5a04158 was manufactured according to the wi version 66 and manufactured in the machine sc08, on 04/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b00077 was manufactured according to the wi version 66 and manufactured in the machine sc08, on 20/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b00052 was manufactured according to the wi version 66 and manufactured on the machines sc05 & sc06, on 06/feb/2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: 2 nc's raised not related to the malfunction reported. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.